Event description:
Patient's legal counsel reported that patient underwent a left total hip arthroplasty on (B)(6) 2007. Legal counsel for patient reports patient allegations of elevated cocr levels and pain. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional information received in the revision operative notes reports patient underwent a revision procedure on (B)(6) 2012. Operative notes indicate hip was in a dislocated orientation, loose acetabular cup, and modular head could not be removed from stem. Operative notes further indicate the presence of discolored reactive tissue and metallosis. All components were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: ¿material sensitivity reactions.¿ and ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ this report is number 4 of 4 mdrs filed for the same event (reference 1825034-2013-03582, -03583, -03584, -05710).